Event description:
It was reported that during a thoracoscopic bulla/apex resection and left talc pleurodesis procedure an e216 (scope communication ) error showed on the device while being used with otv-s200 (video system). The user cleaned both the camera head connector and the otv socket and the error disappeared , however, a few hours later, the error reappeared. The intended procedure according to the reporter was completed with the same device. And no further details were provided. There was no patient harm or injury reported due to the event. No user injury was reported.

Manufacturer narrative:
The subject device was received and evaluated. Service repair performed a test run and inspected the device, however, no malfunction occurred on the camera head was found. Further inspection , service repair noted that the insulation on the cable was found slipped, it was glued however, the bonding was not correct and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.